Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant the right atrial (ra) lead has exhibited noise. It was also reported that the ra lead and right ventricular (rv) lead exhibited mirror image oversensing of noise. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.